Manufacturer narrative:
A partial lead with the connector pin measuring 19.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during scheduled generator change-out and device upgrade, low r-wave amplitude measurements were observed. Lead was capped and replaced. Patient was fine post-procedure.